Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporting facility phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that the depth gauge broke during a distal radius surgery on (B)(6) 2016. The gauge broke where the needle meets the handle. It was a clean break. No fragments generated and no medical intervention was required. Another depth gauge was readily available to successfully complete the surgery. There was a seven minute surgical delay due to the reported event. There was no patient harm reported and the patient's postsurgical outcome was reported as good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary - one depth gauge (part # 319.006, lot # 7540595) was received for evaluation. The device shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. Although the exact cause cannot be determined, the most probable root cause for this complaint is wear from excessive force exerted on the depth gauge. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. Device drawings were reviewed; no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is an appropriate material for an instrument component of this type. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Result and concltionu codes were incorrectly reported on initial medwatch report mw-(B)(4). The subject device was received and evaluation results are pending completion of evaluation. Conclusion is not yet available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.